Manufacturer narrative:
For the reported malfunction, lot number was provided, and lot history review. The sample was returned for evaluation. Material rupture and inflation problem were confirmed for the device. The balloon rupture was the cause of the inflation issue. However, the definitive root cause for the balloon rupture could not be determined based upon available information. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cq7584 pta balloon dilatation catheter allegedly experienced material rupture and inflation issue. This information was received from one source. Of the one material rupture and inflation issue, one involved a patient with no patient consequences. There was no provided patient information.